Manufacturer narrative:
Results: hydraulic sub-assembly.

Event description:
It was reported by service report that the cot was leaking hydraulic oil. No patient involvement or adverse consequences are reported.